Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes impedance >1990 ohms. When the pocket was opened, the connector screw was loose. Although the physician replaced the device, it was confirmed that re-tightening the screw brought about normal operation.